Event description:
For over a year now I have been telling my husband I thought I was allergic to our house. My eyes are red and irritated and have not been since I stopped using the bi-pap. I also told my sleep dr. (I have pictures). As of a year ago I am now on oxygen (I even have to use it at night with the bi-pap). Around the same time I had nausea/vomiting almost daily. I have been on zofran twice a day for a year and I would vomit regularly. I have been very dizzy and falling so I am now referred to a neurologist that deals with motility. I also started developing a rash on my face and neck that would come and go. As soon as I came home from work my face would almost immediately start rashing (I have not had it since I stopped the bi-pap and I have pictures of this as well). I can't think of anything else at this time. FDA safety report ID# (B)(4).